Event description:
The reporter contacted animas on (B)(6) 2014 alleging history settings issue. The reporter stated that there was a large prime volume issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and no malfunction was found. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.